Event description:
Boston scientific (bsc) crm received information that one day post implant of this ventricular dextrus lead, loss of capture was observed. A lead revision was performed and the lead was repositioned with good measurements. The following day, loss of capture was observed again with low sensing. The lead was repositioned a second time and remains in service. It was noted that this is a man, most likely with a thin myocardium, resulting in perforations. The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional details are received. Boston scientific did no provide an implant date, but they did provide an event date. We've based the date of implant off of the event date provided. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.